Event description:
Reporter alleged that the customer obtained back to back readings of 578 mg/dl and hi (greater than 600 mg/dl) while using expired strips with the advantage system. She stated that the customer called the doctor and was told to increase his insulin - so he took 20 units of novolin. She indicated that he was not experiencing any hyperglycemic or hypoglycemic symptoms and he went to the hospital where a reading of 47 mg/dl was obtained on a hospital meter. She reported they treated him with glucose and also for his chest pains then they released him after a few hours. No other actions or treatment were reported. A request was made for return of the suspect device and replacement product was sent.